Event description:
Foley catheter could not be removed from patient. Nursing student, nursing instructor, primary nurse, charge nurse and resident all attempted to remove the catheter. Patient was screaming in pain. First warm clothes, lubrication jelly, uroject lido jelly were attempted. Multi-deflations attempted and still the catheter would not come out. Patient was given hydromorphone bolus and diazepam IV prior to all attempted removals. A fellow md came to floor and removed catheter. There was a very large ridge around balloon that was causing catheter not to come out and was filled with sediment. Patient was screaming in excruciating pain. There was no anatomical reason that the catheter would have formed a ridge from what can be found in the medical record. The foley was placed in the or and was removed the following day. Foley placement was uneventful. The staff spent 1.5 hours trying to remove the catheter. This facility has had at least 5 similar events with this manufacturer's device over the last approximately 5 months.